Event description:
The customer reported to olympus that, during device maintenance, the evis exera iii duodenovideoscope tested positive for suspicion of cross-contamination. The first test was positive for streptococcus salivarius, and the second test was positive for staphylococcus epidermidis. The test sample was taken from the biopsy channel. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause. An olympus endoscopy support specialist (ess) was dispatched to the facility.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The customer provided the cleaning, disinfection, and sterilization processes. Precleaning was not delayed after the procedure, and manual cleaning was performed within an hour after the procedure. The water was aspirated through the instrument/suction channel with a suction pump with no deviations, deficiencies, or concerns during reprocessing. The device passed the leak test and tested negative for adenosine triphosphate (atp). The detergent solution and disinfectant used are medivator rapicide pa a&b. The areas of the scope that were bushed were: the instrument suction balloon channel, the air/water/suction/biopsy valve, and all channels. The forceps elevator was also brushed and flushed. The automated endoscope repressor (aer) used was mediator dsd edge, serial number (B)(6) . All channels were connected with tubes when the endoscope was connected to the aer. The endoscope was stored and dried by hanging in a drying cabinet. The device was not used for a procedure after the event and was reprocessed after confirmation of a positive culture. The scope was reprocessed on may 23, 2023. The last reprocessing in-service was conducted by an olympus endoscopy support specialist (ess) on may 11, 2023, with no changes in the facilities reprocessing personnel since the last on-site visit by an ess. There was no patient infection. Ess was dispatched to the facility on june 22, 2023. An in-service on the evis exera iii duodenovideoscope was completed with the spd manager and staff. All attendees were listed in the contacts section on the sign-in sheet. All models were reviewed during the in-service and listed on the attached on-track form. The in-service included repair reduction, leak testing with the mu-1 and mb-155, manual cleaning, and storage information contained in the olympus manual. Ess also provided the same in-service for their second shift. The ess performed training using the on-track form fm-sop-020-41 on-track reprocessing in-service/customer competency for evis exera iii duodenovideoscope. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the microbial laboratory analysis. Prior to being evaluated, the device was sent for an independent microbial laboratory analysis. The insertion section and the air/water channel tested positive for lactobacillus sakei on the insertion section and the instrument/suction channel tested positive for bacillus cereus, enterobacter kobei and klebsiella pneumoniae. The distal end and elevator mechanism tested positive for bacillus licheniformis. The investigation was unable to determine the exact cause of the microbial growth. However, it is likely that incorrect reprocessing of the device could have contributed to the failure as the customer did not perform precleaning. IFU warns on insufficient reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ if additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information b5, h6 and h10. The suspect device has been returned to olympus for evaluation. The physical device evaluation has been completed. A visual inspection of the received condition was performed with an olympus borescope to verify the condition of the biopsy and suction channel. First, the borescope was inserted into the biopsy channel through the opening at the distal end. Upon entry, market quality technician found surface scratches and tear marks on the wall of the biopsy channel. The borescope was inserted further and found scratches through the remainder of the biopsy channel. The borescope was removed from the biopsy channel and reinserted into the suction channel. Once inserted, market quality technician found no visual indication of any irregularities. In addition, the distal end was inspected under a microscope and found to have multiple abnormalities. Market quality technician observed multiple dents on the distal end cover and deterioration of the glue around the lenses. The glue around the bending section cover was also inspected and found to be deteriorating as pinholes, cracking, and peeling were observed. Additional issues were identified during the device evaluation: leak from forceps elevator cover glue; surface scratches and tear marks on the wall of the biopsy channel; dent and scratches on the hold ring and scratches on the distal end; internal crack in the light guide lens; and the bending section cover glue was cracked. The customer provided the cleaning, disinfection and sterilization (cds) processes used. The scope was last reprocessed on may 23, 2023. The start of precleaning was not delayed after the procedure. The water was aspirated through the instrument/suction channel with a suction pump. There were no abnormalities with the reprocessing accessories. Manual cleaning was performed within an hour after the procedure was completed. The device passed the leak test. The specific detergent solution used was medivator rapicide pa a&b. The areas of the scope that were brushed were the instrument, suction, balloon channel, air/water suction, and biopsy valve. All channels were brushed. The forceps elevator was brushed and flushed. The last date of the last reprocessing in-service conducted by an olympus endoscopy support specialist was (B)(6) 2023. There has not been any change in the facilities reprocessing personnel since the last on-site visit by the olympus endoscopy support specialist (ess). The endoscope device was stored by hanging it in a drying cabinet. The automated endoscope repressor (aer) model and serial number used at the facility are medivator dsd edge and sn:(B)(6). The detergent solution and disinfectant used are medivator rapicide pa a&b. All channels were connected with tubes when the endoscope was connected to the aer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. .

Event description:
Additional information was provided by the customer. No patient developed an infection after the scope was used in a procedure. The scope was not used after the positive culture was identified. The customer confirmed that the scope was reprocessed after confirmation of a positive culture. The customer confirmed that the types of microorganisms detected were streptococcus salivarius and staphylococcus epidermidis, and no additional microorganisms were identified. The microorganism was detected in the biopsy channel. The scope is currently with olympus for evaluation. The scope did not fail adenosine triphosphate (atp) testing.